Event description:
Consumer reported complaint for the 30g lancets. Complaint was initially reported by distributor via e-mail and customer was contacted via telephone. Customer stated that the needle had come off when he pulled the top off the lancets. The package had not been open or damaged when received. The customer has been using the product out of this package for 2 weeks. Customer is using a competitor's lancing device. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). 9 lancets were returned for evaluation. Evaluation in process complaint was forwarded to supplier quality based on complaint's description for investigations. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 22-feb-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: manufacturer's investigation has been completed and root cause selected. No abnormalities observed on returned product, retain samples, and review batch record. All the test results meets the requirements. Most likely underlying root cause: mlc-061: improper use/mishandled by end user.